Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ed_cmh biometric identifier required maintenance. Device accessed via password now required a witness. The customer attempted troubleshooting by rebooting the station; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) was failed and required maintenance. A field service engineer opened the top cover and replaced the failed biometric identifier (bio ID). The fse installed the required drivers for the replacement biometric identifier (bio ID). Logged into the hardware test application and successfully completed the required diagnostic testing. The customer then successfully verified access to the station using the biometric identifier (bio ID). The system functioned as intended after the field service engineer repaired the device.